Event description:
A 28mm x 16mm diameter x 16.5cm aneurx bifurcated stent graft was inserted for the endovascular treatment of an abdominal aortic aneurysm on event date. There was no vessel tortuosity or calcification. It is reported that as the physician attempted to deploy the bifurcated stent graft, the graft cover snapped in half. The stent graft was removed from the pt and another bifurcated stent graft was successfully deployed using the same deployment handle. It is reported that there were no complications and the pt is fine. No add'l clinical sequelae were reported for this event.